Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was not used with a patient. The root cause was determined to be a defective component which was replaced. There was no patient or user harm.

Event description:
First, we apologize for the delay in registering this case. I noticed this when the hospital staff was assembling the breathing circuit. (Not just before starting to use it). The indicator on the right side would turn red when the circuit was connected. The same was true after replacing the circuit. By replacing the control board, the status indicator of the breathing circuit was restored. I have attached a video of the check with tsw.